Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic complexes. During an office follow-up, the automatic setup only passed in the primary sensing vector. The other two vectors did not detect the r-waves at all. The shock impedance is 110 ohms. Technical services advised some options. The doctor is considering a revision procedure and has programed the therapy off for now. There were no additional adverse patient effects. The system remains implanted.